Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2026-; explant da te: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving an implantable neurostimulator and a lead, numerous ¿red x¿ electrode con nection indications occurred during lead-to-implantable pulse generator socket connection, and lead contact verification did not pass. Intraoperative impedance checks and connectivity checks showed impedances out of range and high impedance readings on multiple co ntacts, with multiple contacts not passing the connectivity check (reported as at least four electrodes per lead and also as five out of eight contacts failing), including values reported up to greater than 40,000 ohms. Specific impedance values reported included electrode 2 at 14,004 ohms; electrodes 3 and 4 over 40,000 ohms; electrode 9 at 11 ,000 ohms; electrodes 10, 11, and 12 at 40,000 ohms; and other electrodes reported around 4,096 ohms. It was reported that troubleshooting was performed by unscrewing the leads, removing them from the implantable neurostimulator, drying them off, and reconnecting them multiple times over approximately 30 minutes, and technical support was contacted during the procedure. Due to persistent connectivity and impedance abnormalities, a lead was exchanged, but the issue persisted with the replacement lead. The implantable pulse generator was then exchanged, but the issue persisted with the replacement implantable pulse generator. It was reported that there was a lack of trust in the integrity of the first implantable pulse generator and the lead due to the persistent connectivity failures, and the procedure was closed despite ongoing intraoperative failed connectivity checks and impedance abnormalities, with the expectation that the issues might clear postoperatively. It was reported that all ¿red x¿ indications cleared in the post-operative area and the issue was resolved. No patient injury was reported.